Manufacturer narrative:
This report is submitted on february 19, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection at the implant site and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26. 2024.